Event description:
It was reported that the helix couldn't be pulled out during the operation. The doctor used another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was breached cut, damaged at implant; full lead analyzed.